Manufacturer narrative:
The reported event of interrogation difficulty was confirmed. The device was at end-of-life voltage level and was in backup mode when received. Longevity calculation indicated the device was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, resulting in backup mode and inadequate telemetry communication. The device was cut open and connected to an external power source for further testing. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues. The device was implanted for 17.47 years which exceeds its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported a patient's pacemaker presented with failure to interrogate. The device was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.